Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the hold/suspect button is missing, but also found that there is battery leakage residue inside the battery compartment and the aqualert water indicator label shows moisture exposure. The unit powers up and passes functional tests. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported the hold/suspend button is missing form the alarm. Customer did not provide a date when this was discovered. No pt incident or injury was reported.